Event description:
It was reported that one of the leads did not 'close up properly.' It was planned that the lead would be removed and then revised at a later date. Additional information received reported that the patient was doing 'great.' If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3777-60, serial#: (B)(4), implanted: 2012-(B)(6), product type: lead product ID: 3777, lot#: v949 991012, implanted: 2012-(B)(6), product type: lead product ID: 37754, serial#: (B)(4), product type: recharger product ID: 37744, serial#: (B)(4), product type: programmer, (B)(4).